Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. A surgical procedure was performed, during which it was discovered that the right cylinder had eroded and was leaking fluid. Therefore, the ipp was removed. No further patient complications were reported.